Event description:
This report is being filed upon notification from our mr MFR of an event that occurred in another country. The pt had a MRI exam. Pt was scanned with synergy flex-m coil and received a 2cm rf burn on the forearm.

Manufacturer narrative:
The burn was caused by insufficient distance between the pt and the coil cable. Also, high sar values were used on the pt. These kinds of incidents can be prevented as much as possible by following the instructions for use which contains warnings to prevent burns. No repairs were made to the system. The system was operating within specifications.